Event description:
On 4/6/92, 15 year old female underwent cholecystectomy with common bile duct exploration. Post-op day 2, hemovac drain broke on removal, which necessitated return to surgery for re-exploration by the same incision and removal of the retained drain. Patient tolerated procedure well and post-op course uncomplicateddevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.